Event description:
In 2009, the lay user/patient contacted lifescan alleging the "not ok" message appeared on the display of the one touch basic enhanced meter. The medical surveillance specialist contacted the pt who referred the specialist to her son to answer the questions. The pt said the product issue started the same day at 9 am. About an hour after the message appeared, the pt reportedly felt symptoms of sweating and nervousness. The patient's son is not sure what to attribute the symptoms to because, the pt also has several medical conditions including congestive heart failure, emphysema, breast cancer, and is legally blind. The patient's son uses the meter readings to decide whether or not to give the pt a tablet of starlix before meals. If the result is above 90 mg/dl, she would be given a pill and if the result is below 90 mg/dl then she would not be given the pill. Also, if the reading is very slow especially before bedtime, the pt has a snack. In total, the pt tests her blood sugar 4-5 times per day. The patient's son does not know whether she was given the starlix the time the pt got the "not ok" message. The pt ate normally before she had the symptoms and the patient's son does not remember if anything was done to treat the symptoms. It was determined during the troubleshooting that the patient's testing technique was incorrect and the issue was resolved after reviewing correct testing technique. This complaint is being reported because, the user alleged she could not get a reading on her meter, did not know whether or not she took a dose of medication, allegedly experienced sweating after the product issue and subsequently felt symptoms that may be related to hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.